Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had a champagne size bubbles that merge into bigger ones after some time. The customer¿s blood glucose was 120 mg/dl at the time of incident. The customer stated that air bubbles were not removed successfully. The reservoir will not be returned for analysis.